Event description:
Paramedics attempted to monitor a pt's ECG using the device. The pt was diagnosed with copd. The device allegedly displayed a diagnonal pattern of stripes and use of the monitor display was inhibited. After approx 15 minutes, the display returned to normal. After a short period, the display again allegedly displayed diagnonal pattern of stripes and use of the monitor display was inhibited. A backup device was made available and used. There were no adverse affects to the pt reported as a result of the alleged malfunction.